Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient had moderate high intraocular pressure in the right eye (25 mmhg) and received carteolol hydrochloride eye drops, twice a day for the event. The procedure type was not reported. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Additional information was provided in sections a.1, b.3. B.5. H.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and indicated that the patient had temporary obstruction of the anterior chamber angle due to anterior displacement of the lens and iris, resulting in increased intraocular pressure. The patient was completely recovered from the event.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. A check of the batch production record for the lot showed no unusual manufacturing issues. A check of the complaint records showed 10 other complaints against the lot. The reported issue, no complaints since the beginning of 2015.the sample was not returned. Testing could not be performed. Based upon information provided, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. A check of the batch production record for the lot showed no unusual manufacturing issues. A check of the complaint records showed ten other complaints against the lot. The reported issue, no complaints since the beginning of 2015.the sample was not returned. Testing could not be performed. Based upon information provided, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).